Event description:
It was reported that this pacemaker exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device had been explanted in the morgue following the patient's death and was returned to the clinic. Upon interrogation, the code was observed; when dismissed, the device operated normally and showed a remining longevity of 11 years. The clinician wanted to understand why the error code occurred, as the device had been implanted for about two months before the patient passed away from a cause not related to the device. The explanted device was returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Automated diagnostic testing was performed and verified the performance of the pacing, sensing, and recording functions of the device. The device case was then opened to facilitate testing of the internal circuitry and battery. Normal current conditions and battery voltages were observed. A review of the device memory confirmed the code 1003 was recorded on (B)(6) 2022, when the patient's body was in the morgue. Diagnostics showed the battery voltage was lower at that time because the device temperature was about 2 degrees celsius, as expected during cold temperature storage of the deceased patient.

Event description:
It was reported that this pacemaker exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device had been explanted in the morgue following the patient's death and was returned to the clinic. Upon interrogation, the code was observed; when dismissed, the device operated normally and showed a remaining longevity of 11 years. The clinician wanted to understand why the error code occurred, as the device had been implanted for about two months before the patient passed away from a cause not related to the device. The explanted device was returned for analysis.